Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall and causing the infusion sets to be pulled out. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.